Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Event description:
It was reported that during an implant attempt of a new generator during a change out procedure, noise was observed on the right ventricular pace/sense channel. A new generator was used and no noise was observed. No patient complications have been reported as a result of this event.